Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7349713. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. However pervious investigations have determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Based on investigation results, the root cause was not identified because the customer did not provide the sufficient information (sample or picture) which is essential to perform a better investigation. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that bd¿ saf-t-intima IV catheter safety system was broken at the extension between the needle and the syringe connection. Foreign complaints the following information was provided by the initial reporter, translated from portuguese to english: ¿ broke the extension between the needle and the syringe connection. ¿

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ saf-t-intima IV catheter safety system was broken at the extension between the needle and the syringe connection. Foreign complaints the following information was provided by the initial reporter, translated from portuguese to english: ¿broke the extension between the needle and the syringe connection".